Event description:
Staff nurse with known allergy to latex used latex gloves over vinyl gloves to perform sterile procedure developed itchy swollen eyes. Wheezing symptoms continued after leaving work.